Event description:
One pt sample with discrepant glucose results. Initial result gave 520 mg/dl; sample repeated twice giving 389 mg/dl using initial analyzer and 405 mg/dl using different analyzer, same method. No erroneous results were reported. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.